Event description:
Imp ref#: (B)(4).

Manufacturer narrative:
Actual offending device was not returned, the remaining lancets of the same lot number were returned for evaluation. The investigation is still ongoing, and a f/u report will be filed once the results are available.